Event description:
Pt reported being hospitalized and was "suffering withdrawal", seizures, and was "bruised all over". She was given oral pain medication while in the hospital. Her infusion pump was delivery dilaudid, and marcaine, however, she recently relocated and has been unable to find a physician to refill the pump which has been running dry for 3 weeks. Add'l info has been requested from the pt's previous physician and a follow up report will be sent when new info is rec'd.